Manufacturer narrative:
The customer's complaint of "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on" was confirmed during the archive data review but not during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The probable root cause for the ua07 error was due to the patient/manikin not being correctly oriented on the autopulse platform, or the patient/manikin has shifted, which is likely attributed to an unintended user error. During visual inspection, no physical damage was noted. The archive data indicated the occurrence of multiple ua07 messages. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. The autopulse platform passed the initial functional testing without errors or faults. A load cell characterization test confirmed that both cell modules function within the specification. The brake gap inspection verified the brake gap was within the specification. The autopulse platform was extensively tested, and the customer reported ua07 was not reproduced during the testing. Following routine service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on. No patient involvement.